Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number for the exalt model d scope and report number 3005099803-2024-04667 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024 for treatment of stricture post liver transplant. During the procedure, image and coloring from the exalt d scope was reported to be very poor-quality. The procedure was completed with the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient.

Manufacturer narrative:
Block h6 (device codes): problem code a090208 captures the reportable event of poor quality image inside the patient. Block h11: the returned exalt model d scope was analyzed. During functional testing, the scope was connected to the controller, and an unclear image was displayed. Color scheme was displayed as intended. Remnants were observed blocking the camera lens, affecting the visualization of the device. After cleaning the lens, the image was displayed clearly. Poor quality image was able to be confirmed. This investigation is assigned a most probable conclusion code of adverse event related to procedure. It is likely that the scope filled up with procedural residue while it was advancing through the patient which obstructed the leds on the camera. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-04665 for the exalt model d scope and report number 3005099803-2024-04667 for the exalt model d controller. It was reported to boston scientific corporation that an exalt model d scope was used with an exalt d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024 for treatment of stricture post liver transplant. During the procedure, image and coloring from the exalt d scope was reported to be very poor-quality. The procedure was completed with the same device. There were no patient complications reported as a result of this event.